Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: loss of prime warnings were observed in the black box where the force readings did not reach zero. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test revealed that the sensor was not detecting the correct force. The pump was opened and no damage was found to the force sensor circuit. The resistance on the force sensor was measured and found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).